Manufacturer narrative:
The blade subject to this investigation was not returned to the MFR for eval. Mfg records were reviewed, no issues were identified which may have contributed to this event. The root cause is undetermined.

Event description:
It was reported that during a total knee replacement the blade broke at the mount. It was also reported that there was no pt injury and there was a two minute delay to the procedure as a result of this event. It was further reported that the procedure was completed successfully.